Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated that the system had a generator error. The fse stated that this prevented the system from fully booting up. There was no patient injury or death reported.